Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements when switched to a different sensing vector. The lead was reprogrammed back to a single coil configuration and the measurements were within normal limits. The lead was tested with provocative maneuvers with no noise able to be reproduced and in range measurements achieved. X-ray images were recommended to evaluate lead integrity. This lead remains in service. No adverse patient effects were reported.